Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the drawer malfunctioned. A field service engineer successfully initiated the hardware test application and examined the drawer without encountering any problems. The system functioned as intended after the technical field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system, encountered an aux drawer is unresponsive and only produces a clicking sound. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.